Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The account states that the catheter tip separated within the patients ureter during a stent placement procedure. The physician successfully snared the tip from the patient.